Manufacturer narrative:
Continuation of d10: product ID 97755-s lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6), ubd: , UDI#: h3:analysis of the 97755-s recharger (rtm) (serial number (B)(6) revealed controller wont power on when rtm is plugged in. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient stated they were recharging the implanted neurostimulator and the controller was showing system problem rm06 and they have gotten that error code twice. Patient stated that they are able to charge for a little bit and then the error code will pop up. Patient noted that sometimes it takes awhile for the recharger to find their implant. Agent walked the patient through an ac power reset of the controller; patient confirmed that the controller powered back on. Patient re-inserted the battery pack and confirmed seeing the controller light and that their controller was at 60% and their implant was at 30%. Agent had the patient inspect the recharger for any visible damage; patient confirmed no damage. Agent had the patient start a charge session; patient confirmed recharging excellent. Agent put the patient on hold to make sure they stay recharging excellent; agent came back on the call and patient stated that their recharge quality changed to recharging and then shortly after changed to poor recharge quality. The troubleshooting steps taken on this call did not resolve the issue. Agent sent an email to repair to replace the recharger.